Manufacturer narrative:
(B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In late (B)(6) 2017, the patient experienced signs and symptoms of a stoma site infection. The patient's gastroenterologist prescribed a seven day duration of antibiotic cipro from (B)(6) 2017. On 03 may 2017, it was reported that the stoma site infection resolved. No further follow-up information was available.